Event description:
A (B)(6) male pt contacted zoll customer support to report a code 107. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. The cause for the code 107 is a defective digital signal processor component (u500) on the computer/analog board. The defective u500 prevented the monitor from powering up properly. The root cause for the defective u500 cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.